Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that "during a training a most of the accucaths were very difficult to safety and some did not safety at all. You would press the button and the needle just would not retract." Additional info received on 24may2023: it was reported "the safety button was able to be pressed but became stuck down once it was pressed and the needle did not retract. If the needle itself was physically wiggled, it would then retract. There was no viable blockage of the needle." The exact quantity of involved accucaths was not provided to bd vascular devices field assurance.